Event description:
It was reported the customer received several no delivery alarms while attempting to deliver a basal/bolus. The customer's blood glucose was 26 mmol/l. The customer had treated their blood glucose with a manual injection. The customer stated their cannula was not bent upon removal. Customer was advised to change out their infusion set and reservoir and monitor their blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).